Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right atrial (ra) lead was not sensing, capturing, or pacing. Reprogramming was performed and the ra lead was able to sense. The ra lead remains in use. No patient complications have been reported as a result of this event.